Manufacturer narrative:
Due to character restrictions in block e1 address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is contaminated with blood due to rupture. There was health no damage.

Manufacturer narrative:
Patient height: 150cm. A getinge field service engineer (fse) was dispatched to evaluate this unit. Blood intrusion into the inside of the machine was not confirmed. Unit underwent safety testing and was approved for clinical use.